Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an unk procedure. Fluoroscopy was not performed to confirm placement in the common femoral artery. The physician experienced resistance on insertion. Mark was not achieved and the marker lumen was not flushed to establish patency. The physician continued to advance the device and mark was still not achieved. The physician attempted to remove the device and was not able to remove it. The pt was taken to surgery for removal of the device. The device was removed and the arteriotomy was sutured closed. The pt was reported to do fine and was discharged from the hosp in two days without further adverse sequelae.